Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer did not provide their blood glucose value at the time of the incident. The customer stated that they were inserting their insulin reservoir and a piece of the reservoir retainer came off, however the reservoir was still able to lock into place.. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer returned the product for analysis.

Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring.